Manufacturer narrative:
Concomitant medical products: 6942 lead; implant date: unknown.

Event description:
It was reported that approximately twenty-three days post implant of the device, the patient underwent a procedure for clot evacuation. Following, the patient developed a pocket infection, a peri-generator abscess, and there was swelling. The infection was limited to cellulitis and did not extend beyond the subcutaneous tissue. The patient was hospitalized for management, given a onetime intravenous antibiotic dose, and discharged approximately ten days later. The lead remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting an antibacterial envelope was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that at the time of the procedure for evacuation of the clot, stale blood was evacuated, and it was noted no pus was seen. The pocket was irrigated with saline and flushed with an antibiotic.